Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. Reportedly, multiple infusion set changes and a cartridge change were performed to address the issues and insulin delivery was resumed. Customer's blood glucose was 115 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.